Event description:
Customer reported an issue with the pump display, affecting their ability to interact with the pump and read the screen. There was no reported impact on the customer's blood glucose level. Technical support resolved the issue by arranging a pump replacement, confirming the shipping address, and instructing the customer on proper storage and return procedures. The customer acknowledged and agreed to use multiple daily injections as a backup therapy to ensure continuous insulin delivery.